Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a white, unresponsive screen and did not recover after charging, and a replacement device was provided with the original unit subsequently returned. Symptoms included no device alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact on blood glucose control, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and logistics follow-up for return of the original device. Investigation of this case revealed a screen/display malfunction on the pump hardware, consistent with a device malfunction of the user interface/display component; no additional failures were reported following replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem with undetermined underlying mechanism.